Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event "noise image" was caused due to component failure. However, a definitive root cause for "foreign objects in nozzle" could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle had foreign objects and a noise image occurred. There was no patient involvement.